Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). Consumer reported men have these devices too and sometimes the leads break - consumer said the activity restrictions should be clear. No patient symptoms were reported and no further complications have been reported as a result of this event.